Event description:
It was reported by the customer, "the pediatric patient, a female of about 13 years old, was placed in the pediatric blood with groshongpicc according to the doctor's instructions, and the catheterization process went smoothly. The indwelling time is greater than 30 days, during which the infusion is normal and well maintained, and no complications occur. Later, due to the introduction of treatment, extubation difficulties occurred when the catheter was pulled out at 15cm, and then standard operations such as hot compresses, patient education, and body position adjustment were carried out to alleviate the problem, and the catheter was pulled out again during the period, during which the catheter was pulled out more difficult, and the extubation difficulty occurred again when the catheter was pulled to the 15cm scale, and the extubation was not moved, and the extubation was abandoned. The next day, dr tried to extubate again, but he still could not pull out, so he was sent to the department of vascular surgery, where the doctor extubated under the image, and it was difficult to pull out about 8cm after several attempts. The radiograph showed that it was stuck in the armpit, and the interventional operation could not be removed, so the patient's family was informed and observed. Recently, it was found that the valve was not moved, but the three-way valve remains in the patient's body, causing adverse effects on the patient's body and mind."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.